Manufacturer narrative:
Manufacturer's investigation conclusion the reported events of power cable disconnect alarms and the white power cable not functioning were confirmed via functional analysis. A review of the log files contained data spanning approximately 12 days (24sep22 ¿ 5oct22 per timestamp). On 3oct22 at 17:55:02 and 19:55:02, and 4oct22 at 9:55:01 to 5oct22 at 12:54:59, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and did not resolve. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis and visual inspection revealed a damaged white power cable strain relief. The system controller underwent functional testing, and the controller was not communicating with the system monitor. The atypical power cable disconnect alarm on the white power cable was reproduced. The power cables underwent continuity and insulation testing, and the white power cable did not pass. The white power cable was cut open to inspect the condition of the wires and the red/white, blue, orange, and brown wires (digital ground, receiving communication, transmission communication, and battery gauge, respectively) were observed to be severed. The controller¿s power cables were replaced with test power cables in order to continue evaluation. The system controller was functionally tested and passed. The controller was connected to a mock circulatory loop for an extended period and was able to operate as intended. The root cause of the power cable disconnect alarms and the white power cable not functioning was determined to be due to the observed wire damage on the white power cable; however, the root cause of the damage was unable to be determined through this analysis. Incidental findings: fluid ingress heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-14385. It was reported that the patient went to the emergency room (ER) with ventricular assist device (vad) alarms on the system controller. The patient's white power cable and modular cable were reported to be not functioning. The patient's heartmate 3 system controller and modular cable were replaced. The hospital was not able to access log files from the replaced system controller.